Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 402 analytical unit. The initial result was 194 miu/ml. The repeat result was 14 miu/ml. The patient went to another laboratory where the result from an unknown method was 33 miu/ml.

Manufacturer narrative:
Section b7 was updated. The customer believed the vitros results to be correct as they gradually increased. Calibration was acceptable. No qc data was provided for the day of the event. No issues were identified during a review of the alarm trace data. No maintenance issues were identified. The customer used a sample volume of 3 ml; this volume is too low. The sample was centrifuged for 10 minutes at 3000 relative centrifugal force (rcf); this rcf is too high. The different hcg results of both the roche and vitros methods may be due to the patient's condition of a failed in vitro fertilization (ivf) pregnancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Sections a2, a3a, and a4 were updated. Section b3, date of event was updated. The initial report stated: "the initial result was 194 miu/ml. The repeat result was 14 miu/ml. The patient went to another laboratory where the result from an unknown method was 33 miu/ml." Additional event details were provided. Clarification of the event should read: on (B)(6) 2025, the initial result from the e402 analyzer was 194 miu/ml. On (B)(6) 2025, the sample was repeated on a vitros analyzer, and the result was 3.48 miu/ml. A 2nd sample was obtained on (B)(6) 2025, and the result from the e402 analyzer was 14.0 miu/ml. The repeat result from the vitros analyzer was 14.96 miu/ml. A 3rd sample was obtained on (B)(6) 2025, and the result from the e402 analyzer was 157 miu/ml. The repeat result from the vitros analyzer was 42.26 miu/ml.